Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, following a boroscopy, rust was identified inside the cystonephrofiberscope during reprocessing. No patients were impacted by this issue.